Event description:
Report of repeated e11 error codes and fail to cycles.

Manufacturer narrative:
Field service technician investigated and concluded that unit needed new: epi pcb, control pcb, flow pcb, and power supply pcb. Following corrections unit passed ovp to factory specifications.